Event description:
It was reported that a pump alarm was declared, specifically alarm 30, during the load process. There was no reported impact to the customer's blood glucose level as details about blood glucose impact were not disclosed. The customer, who had previously reported cartridge alarms with this pump, was instructed by technical support to switch to multiple daily injections (mdi) as a backup therapy and was provided with a replacement pump. Technical support confirmed the shipping address and instructed the customer on the return process for the faulty pump, including allowing the pump's battery to deplete fully before returning it.